Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, implant component loosening, and/or due to the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no photos, radiographs, or relevant clinical information was provided. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
D10: (B)(6), 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5; (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t; (B)(6), 200-02-32 - three peg patella 32mm. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 32 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, inflammation, local muscular atrophy, excessive fluid buildup causing swelling, implant failure, pain, disabling complications, and permanent alteration of gait. No further issues or complications were reported. No additional information is available.